Manufacturer narrative:
The pump was received with unresponsive buttons due to keypad connect on lcd board unlocked. The pump had flattened act button dome switch. There was no unexpected battery out limit alarm noted after battery change. The battery out limit alarm nor performing operating current check were able to be conducted due to unresponsive keypad. The functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery teste were unable to be conducted due to unresponsive keypad. The pump had cracked case at the display window corner and cracked reservoir tube lip. The mot was inspected and no motor anomaly noted. The motor passed the motor test.

Event description:
The customer reported via phone call of issues with their insulin not working. The customer states there was a hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was unknown. The customer states they wore the pump during a cat scan at the hospital. The customer states they had issues pressing the buttons and having the device performs the actions being pressed. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.